Manufacturer narrative:
Method, results: no product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported he noticed leaking at the infusion site under the adhesive. Pt stated he experienced elevated blood glucose readings. Pt reported his elevated readings have been in the 200's mg/dl. Pt's normal blood glucose range is 80-120 mg/dl. Pt stated he has been treating his elevated blood glucose by changing the infusion site and bolusing. Pt reported no bends or kinks were noticed in the infusion set. Pt uses the insertion assist plus device and has no difficulty inserting the infusion sets. Pt stated he would notice elevated blood glucose readings about 1 day after inserting along with the leaking. Pt reported he first started using the infusion sets in (B)(6) 2010. Pt stated the issues have occurred multiple times. Pt no longer has alleged infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.